Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-15749 for details of the other event.

Manufacturer narrative:
The exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with edwards sapien transcatheter heart valves are: p130009 - edwards sapien xt transcatheter heart valve and p140031- edwards sapien 3 transcatheter heart valve. This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater than 250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (protein s deficiency) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference for journal article: (B)(6). (May 09, 2023) hypercoagulable state and thrombosis of bioprosthetic transcatheter aortic valve replacement (tavr) refractory to common anticoagulation methods in the setting of protein s deficiency. Cureus 15(5): e38754. Doi 10.7759/cureus.38754.

Event description:
As reported by the journal article, "hypercoagulable state and thrombosis of bioprosthetic transcatheter aortic valve replacement (tavr) refractory to common anticoagulation methods in the setting of protein s deficiency", this was a transcatheter aortic valve replacement (tavr) case of an 80-year-old female who underwent a successful tavr procedure with an edwards sapien valve without complication. Vascular access had been obtained through the left common femoral vein and right common femoral artery. Approximately 1 day post tavr procedure, the patient's apixaban medication was resumed. Approximately 1 month 18 days post tavr procedure, the patient had a follow up transthoracic echocardiogram (tte) performed which revealed increased valve velocity with an ejection fraction (ef) of 55-65% without regurgitation. The mean systolic gradient had also increased to 37 mmhg with a peak systolic gradient of 69 mmhg. There was suspicion of bioprosthetic valve leaflet thrombosis in the setting of the patient's hypercoagulable state secondary to protein s deficiency. The patient's apixaban medication was increased as a result. Approximately 2 months 4 days post tavr procedure, the patient presented to the emergency department for chest pain. A tte was performed which revealed the ef had decreased to 40-45% with diffuse, mild hypokinesis. The aortic valve peak systolic velocity had increased to 5.2 m/s and the mean systolic gradient had increased to 78 mmhg with a peak systolic gradient of 107 mmhg. A transesophageal echocardiogram (tee) was then performed which revealed thickening of all bioprosthetic aortic valve leaflets with severe stenosis of the valve. Upon hospitalization, apixaban was discontinued and enoxaparin was administered due to the possible need for surgical intervention. Further assessment revealed the patient was not a procedural candidate. The patient was diagnosed with valve thrombosis and a decision was made to treat the thrombosed valve medicinally via warfarin. Approximately 2 months 22 days post tavr procedure, the patient presented to the emergency department for acute chest pain and shortness of breath. A chest x-ray was performed which revealed bilateral basilar lung opacities. Laboratory analysis revealed a serum bnp of 2,838 pg/ml. A tte was performed which revealed a reduction of the ef to 25-30%. The aortic valvular peak velocity had improved to 4.2 m/s and the mean systolic gradient improved to 50 mmhg with a peak gradient of 71 mmhg. Subsequently, the patient was diagnosed with acute heart failure with reduced ef (hfref) secondary to their bioprosthetic aortic valve thrombosis. The patient was then placed on furosemide indefinitely in addition to continuing the warfarin therapy. Subsequently, the patient's ef improved to 35-40%.